Event description:
Boston scientific corporation became aware of an event through the article "review of recto-urethral fistulae following focal salvage high dose rate brachytherapy" written by doctor roberto alonzi . It was reported to boston scientific corporation that spaceoar device was used in 7 spaceoar placement procedures performed on unknown dates. The spaceoar device was inserted prior to salvage brachytherapy in all seven patients. The patients each developed a fistula 4-7 months after salvage high dose rate (hdr) brachytherapy. In 2 of the patient's there was evidence of rectal wall compromise. In 3 of the patient's the spaceoar gel was difficult to visualize and dispersed throughout the peri prostatic, peri rectal tissue. The placement of the spaceoar gel was deemed the cause of the fistulae. The patient received a colostomy and bilateral nephrostomy as treatment. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.

Manufacturer narrative:
Age at time of event: patient 1: (B)(6) years, patient 2: (B)(6) years, patient 3: (B)(6) years, patient 4: (B)(6) years, patient 5: (B)(6) years, patient 6: (B)(6) years, patient 7: (B)(6) years. The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10feb2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Literature source: dr. Roberto alonzi. "Review of recto-urethral fistulae following salvage hdr brachytherapy" (2022). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01feb2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10feb2022. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: clinical code e9113 captures the reportable event of fistula. Device code a1502 captures the reportable event of gel misplaced non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block g3: literature source: dr. Roberto alonzi. "Review of recto-urethral fistulae following salvage hdr brachytherapy" (2022). Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: corrected fields: block b5: incident description. Correction statement: upon further review, it was determined that the quantity of individual information within the article previously reported under report number 3005099803-2022-01135 was enough to warrant individual complaints. Therefore, report numbers, 3005099803-2022-01798, 3005099803-2022-01839, 3005099803-2022-01827, 3005099803-2022-01813, 3005099803-2022-01825, and 3005099803-2022-01826, will be filed to capture these events.

Event description:
Boston scientific corporation became aware of an event through the article "review of recto-urethral fistulae following focal salvage high dose rate brachytherapy" written by doctor roberto alonzi (see citation in block h10). This report pertains to 1 of 7 spaceoar devices used during (B)(4) spaceoar placement procedures. It was reported to boston scientific corporation that (B)(4) spaceoar devices were used in (B)(4) spaceoar placement procedures performed on unknown dates. The spaceoar device was inserted prior to salvage brachytherapy. The patient developed a fistula 5 months after salvage high dose rate (hdr) brachytherapy. In 2 of the patient's there was evidence of rectal wall compromise. In 3 of the patient's the spaceoar gel was difficult to visualize and dispersed throughout the peri prostatic, peri rectal tissue. The placement of the spaceoar gel was deemed the cause of the fistulae. The patient received a colostomy and bilateral nephrostomy as treatment. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.